Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.(B) (4): "product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry.the patient underwent treatment with the peripheral cutting balloon in (B) (6) 2005. The target lesion was a de novo lesion located in an arteriovenous fistula with 5 mm reference vessel diameter, and 9 mm target lesion length. Lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. Vessel tortuosity and calcification at target lesion documented as none. Lesion morphology: concentric stenosis; tight stenosis lesion. The first and third month follow up in (B) (6) 2005 documented a patent target lesion, no adverse events or intervention required. The six month follow up was performed in (B) (6) 2006. In (B) (6) 2005 a conventional angioplasty was performed on target lesion due to angiographic restenosis. Twelve month follow up in (B) (6) 2006 documented a patent target lesion, no adverse events or interventions required.